Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated and observed corrosion is through the sensor patch casing. No failure modes were observed with the sensor plug upon visual inspection. The sensor was found to be in sensor state 6 (indicating abnormal termination). Sensor was found to be in sensor state 6 with event logs 19 and 23 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. The current was applied to the sensor to perform accuracy testing while in the test fixture however results were not within specification. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. An extended investigation was conducted. A visual inspection using a digital microscope showed no external physical damage. However, heavy contamination was observed on the pcba. The battery and surrounding areas, including the battery contacts, exhibited corrosion/rust, and discoloration on the bottom of the pcba indicated exposure to fluid and/or humidity. The returned battery voltage was measured to be outside of specification. When placed on the evaluation module (evm), the device could not be reprogrammed due to repeated event log 11 (vdd_low), indicating insufficient power. The battery was replaced with a known-good unit, but event 11 persisted. The battery contacts and contaminated pcba areas were cleaned using isopropyl alcohol. Following cleaning, the device was successfully reprogrammed and activated. Accuracy testing using a source measure unit (smu), along with poise voltage and sensor thermistor testing, confirmed the sensor electronics were functioning as intended, with all results within specification. The issue was confirmed to be contamination on the pcba. Contamination is a known contributor to glucose reading fluctuations and brown-out reset events. Successful function and passing accuracy results after cleaning indicate contamination was the contributing cause of the customer-reported complaint. In addition, the device history records (dhrs) for the product were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a high glucose reading of 403.0 mg/dl with the adc device compared to a blood glucose reading of 52.0 mg/dl on an unspecified meter and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced feeling weak, shaky, tired, hungry, could not stand, off balance, and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) at the hospital who obtained blood glucose laboratory results of 84.0 mg/dl, 81.0 mg/dl, 51 mg/dl and advised the customer to eat something due to their blood sugar level. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a high glucose reading of 403.0 mg/dl with the adc device compared to a blood glucose reading of 52.0 mg/dl on an unspecified meter and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced feeling weak, shaky, tired, hungry, could not stand, off balance, and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) at the hospital who obtained blood glucose laboratory results of 84.0 mg/dl, 81.0 mg/dl, 51 mg/dl and advised the customer to eat something due to their blood sugar level. There was no report of death or permanent injury associated with this event.